Manufacturer narrative:
Since a part and lot number could not be identified the DHR (device history record) was unable to be reviewed. The product has not been returned to the manufacturer, therefore no product evaluation is able to be conducted. Based on the information provided by the patient's attorney, the surgeon states "the hardware had been placed in the mandibular nerve and was causing damage, injury, and pain to plaintiff." Although, current information is insufficient to conclude a definitive cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
Zimmer biomet's legal department reported a revision due to patient allegations of pain and numbness. The patient presented to the hospital ER on or about (B)(6) 2013 complaining of jaw pain and facial swelling. He was diagnosed with bilateral mandible fractures. It is unknown how the fractures occurred. The patient underwent an open reduction with internal fixation of the bilateral mandible fractures on or about (B)(6)2013. It is reported the biomet plating system and bicortical locking screws were used to affix the broken portion of the mandible, however part and lot numbers were not provided. It is reported while recovering from surgery the patient noticed persistent pain in his jaw accompanied by areas of numbness. It is reported the patient continued to suffer from the pain and numbness in his jaw and at various point on his face, and subsequently was evaluated by another surgeon who ordered several tests, including a CT of the mandible. The surgeon indicated that "the hardware had been placed on the mandibular nerve and was causing damage, injury and pain to plaintiff." A revision was performed in (B)(6) of 2014 and the hardware was removed. It is reported "following the removal of the hardware the patient regained some small sensations in his face, however, the numbness and pain remain unresolved."

Manufacturer narrative:
It was originally stated: "the patient presented to the hospital ER on or about (B)(6) 2013 complaining of jaw pain and facial swelling. He was diagnosed with bilateral mandible fractures. It is unknown how the fractures occurred." The legal claim stated the fractures occurred as a result of a mugging.

Event description:
The mandible fractures occurred as a result of a mugging. It is stated the patient "suffered severe and permanent injuries, both externally and internally. The patient "suffered great physical pain and mental anguish, and will continue to suffer in the future."